Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling of the device. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, section 3.6 inspection of the endoscope: 1. Inspect the control section and the camera section for excessive scratching, deformation, loose parts, or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.21. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 3. Visually inspect the rubber part around the instrument channel port. Figure 3.22 depicts the rubber part in a normal and abnormal condition. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part as shown in figure 3.22, (abnormal condition) do not use the endoscope and return it to olympus for repair. 4. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 6. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section (see figure 3.23). Confirm that no objects or metallic wire protrudes from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 8. Using both hands, bend the insertion tube into a semicircle. By moving your hands as shown by the arrows, confirm that the entire insertion tube can be smoothly bent to form a semicircle (see figure 3.24). 9. Gently hold the midpoint of the bending section and a point 10 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose. 10. Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the airway mobilescope had spots in the image and broken fibers. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube had coating peeling. In addition to the reportable malfunction, the following were noted: the image guide bundle has a stain; the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the control unit was damaged, water tightness was lost, and sticky due to the water leakage; the upward/downward plate was sticky; the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.